Event description:
Patient had diagnostic heart cath on (B)(6) 2026 with closure of rt femoral artery. Patient returned for imaging of right lower extremity due to right leg pain. Found to have 90% occlusion. Patient was sent to surgery for surgical repair. Device failure caused or contributed to injury, illness, or death of patient? - possibly, patient did not die. Was portion of the device left in the patient: yes, collagen plug is always left in. If so, was the patient sent to surgery to remove the foreign body? Yes, possible plaque shift from angiogram on (B)(6) 2026.